Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a vibratory alert for out of range lead impedance. It was found that the lead was not properly secured into the device header. Issue was resolved by reconnecting and tightening the set screw. Patient was stable post-procedure.